Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: (B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: please clarify what is meant by ¿the surgicel didn¿t melt enough, so it stayed stiff?¿ the surgicel weren't absorbed by the tissue and it stayed as is. Was hemostasis achieved? Yes, with the help of pressure. What is the name of the procedure? Lumber disk hernia surgery . Exactly where was the surgicel used? At the site of the surgery and neighboring root how much surgicel was used during the procedure? 1 quarter of the package . Was the surgicel product left in place? If yes, how much? Yes, more than 24 hours what is the lot number of the product used? 3929426 . Were there any concurrent products used during the procedure? No . Please clarify if there are any samples (actual or representative) available to be returned for evaluation - a sample from the same lot is available and will be sent for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any medical or surgical intervention required, since the hemostat did not absorb? Was there any adverse patient outcome? Update to patient current condition, initial procedure date. Date that it was noticed that the surgicel did not absorb? Was the problem noticed intra-operatively or post operatively?

Event description:
It was reported that a patient underwent a lumbar disk hernia surgery on an unknown date and absorbable hemostat device was used. The absorbable hemostat device was not absorbed by the tissue and stayed as is. There were no adverse patient consequences reported. Additional information has been requested.